Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the oxygen percentage change whenever he do extended self test and sometimes drastically. The customer reported that he left his oxygen percentage at 60% and performed 5 extended self tests. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported he has another bad gas delivery engine issue on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.